Event description:
It was reported that patient underwent a full spinal cord stimulation (scs) replacement procedure due to frequent charging of implantable pulse generator (ipg) as well as high impedances on scs leads. The patient was doing well postoperatively, and all explanted device components will not be returned as they were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(6). Batch: 18244998/18222791.